Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("remnants of the essure device in the corneal areas of the uterus/some coils remained inside the corneal area"), device expulsion ("remnants of the essure device in the corneal areas of the uterus/some coils remained inside the corneal area") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("extreme pain in the pelvic region"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2014 bilateral partial salpingectomy and on (B)(6) 2017 hysterectomy was done.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity and procedural pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: incomplete occlusion of the left fallopian tube; on (B)(6) 2013: an incomplete occlusion of the left fallopian tube ultrasound scan vagina - on (B)(6) 2015: remnants of essure device in uterine corneal area. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("remnants of the essure device in the corneal areas of the uterus/some coils remained inside the corneal area"), device expulsion ("remnants of the essure device in the corneal areas of the uterus/some coils remained inside the corneal area"), colitis ulcerative ("ulcerative colitis") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("extreme pain in the pelvic region"), dysmenorrhoea ("dysmenorrhea (cramping)") and endometriosis ("endometriosis."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), colitis ulcerative (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2014 bilateral partial salpingectomy and on (B)(6) 2017 hysterectomy was done.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity and procedural pain had resolved and the colitis ulcerative, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered abdominal pain, colitis ulcerative, device breakage, device expulsion, dysmenorrhoea, endometriosis, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: incomplete occlusion of the left fallopian tube; on (B)(6) 2013: an incomplete occlusion of the left fallopian tube ultrasound scan vagina - on (B)(6) 2015: remnants of essure device in uterine corneal area. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event ulcerative colitis, dysmenorrhea (cramping), endometriosis were added. New reporter, patient information were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("remnants of the essure device in the corneal areas of the uterus/some coils remained inside the corneal area"), device expulsion ("remnants of the essure device in the corneal areas of the uterus/some coils remained inside the corneal area"), colitis ulcerative ("ulcerative colitis") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("extreme pain in the pelvic region"), dysmenorrhoea ("dysmenorrhea (cramping)") and endometriosis ("endometriosis."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), colitis ulcerative (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2014 bilateral partial salpingectomy and on (B)(6) 2017 hysterectomy was done.) And surgery (on (B)(6) 2014 bilateral partial salpingectomy and on 02-aug-2017 hysterectomy was done.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity and procedural pain had resolved and the colitis ulcerative, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered abdominal pain, colitis ulcerative, device breakage, device expulsion, dysmenorrhoea, endometriosis, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: incomplete occlusion of the left fallopian tube; on (B)(6) 2013: an incomplete occlusion of the left fallopian tube. Ultrasound scan vagina - on (B)(6) 2015: remnants of essure device in uterine corneal area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("remnants of the essure device in the corneal areas of the uterus/some coils remained inside the corneal area"), device expulsion ("remnants of the essure device in the corneal areas of the uterus/some coils remained inside the corneal area/ malposition of essure device: uterus, migration of essure device: uterus"), colitis ulcerative ("autoimmune disoredr-ulcerative colitis") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery. Concurrent conditions included colitis, vaginitis and menses irregular. Concomitant products included aciclovir sodium (acyclovir abbott vial), clarithromycin (macrobid), hydrocortisone, mesalazine (asacol) and terazosin hydrochloride (terazol). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain ("extreme pain in the pelvic region"), dysmenorrhoea ("dysmenorrhea (cramping)") and endometriosis ("endometriosis."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), colitis ulcerative (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), procedural pain ("painful post-operative recovery") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (on (B)(6)2014 bilateral partial salpingectomy and on (B)(6)2017 hysterectomy was done.). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity and procedural pain had resolved, the colitis ulcerative was resolving and the dysmenorrhoea, endometriosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, colitis ulcerative, device breakage, device expulsion, dysmenorrhoea, endometriosis, genital haemorrhage, hypersensitivity, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: incomplete occlusion of the left fallopian tube; on (B)(6)2013: results: an incomplete occlusion of the left fallopian tube. Ultrasound scan vagina - on (B)(6)2015: results: remnants of essure device in uterine corneal area.. Left lower quadrant pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs & medical record received. Reporter's information was added. Added event left lower quadrant pain. Updated outcome of ulcerative colitis. Historical drug, concomitant condition, concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.